Manufacturer narrative:
(B)(4).

Event description:
It was reported there was episodes of non-sustained rv oversensing on a patient's device. The patient received a vibratory notifier and was seen in clinic. The patient was asymptomatic. The device was oversensing t-waves following biv paces. Programming changes were recommended.

Event description:
Additional information received: non sustained rv oversensing events were noted on remote transmission. Previously recommended programing changes for oversensing were not made. Programing changes were again recommended which would be discussed with physician.

Event description:
Additional information received: regarding occurrence of non sustained rv oversensing events were noted on remote transmission. Programing changes were made on (B)(6) 2017 to resolve the issue. Patient and device will be monitored.

Manufacturer narrative:
Physician name corrected to dr (B)(6) from dr (B)(6). Phone number: (B)(6).